Event description:
Patient medical records state that the patient diagnosed with l4-5 herniated disc, foraminal stenosis, and left l5 radiculopathy underwent a procedure for left l4-5 microdiscectomy, foraminotomy, and posterior lumbar intervertebral nucleoplasty. Post-op the patient did well and low back pain decreased, but later developed numbness in the left leg and right foot. An MRI showed no evidence of canal or foraminal impingement at l4-5 or the previously fused l5-s1 level. Physical examination was positive for sensory impairment of the left lateral leg and foot and distal right foot bottom. CT and myelogram showed no fusion occurring at l4-5 and an uncertain discrepancy in the density of subarachnoid contrast above the l4-5 disc and below l4-5. Approximately 5 months post-op the patient underwent a second procedure for l4-5 decompression laminectomy and partial l3 laminectomy, followed by posterior lumbar interbody fusion at l4-5 and posterior segmental instrumentation at l4-5. During surgery, it became evident that the posterior elements at l5 had fractured, and the spinous process, as well as the majority of the, lamina bilaterally, were being held by only ligamentous support. Dorsal elements of l5 were removed. Durotomy revealed a constrictive mass that was causing the myelographic block on previous myelogram. Dissection freed all of the nerve roots and emg activity significantly improved. Post-op the patient symptoms improved, but later low back pain increased with tingling in the legs. The patient underwent a third procedure for removal of the initially implanted interbody device and for alif with peek implant. The patient then underwent a fourth procedure for implant of spinal stimulator.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies have not been returned to medtronic for evaluation. Unable to determine cause of the reported event.

Manufacturer narrative:
Patient x-rays were received for review. Multiple studies spanning 2006-2010 show interbody fusion at l5-s1 with degenerative disc at l4. Spherical implant placed at l4-5 and eventual pedicle screws at l4-5. Sagittal views show apparent mass in canal from l4-5 to mid-sacrum which is not seen on axial views. Final x-rays show removal of spherical device with new device paced at l4-5.